Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator failed flow transducer test during pre-use check. The reported event could be duplicated and was solved by replacing the expiratory cassette. The ventilator passed all functional and safety tests. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. Expiratory cassette is measuring only and will not affect ventilation. The received device logs confirm the reported failure at the date of event. The replaced expiratory cassette was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).